Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and other (not identified). (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced interstitial cystitis, urinary frequency, nocturia, vaginal irritation, hematuria, dysuria, and recurrent urinary tract infection. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh explant on (B)(6) 2015 by (B)(6).

Event description:
Details: it was reported that the patient underwent mesh explant on (B)(6) 2015 by (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to stress urinary incontinence.